Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5176931. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
A voluntary MDR/medwatch report was received on 11/3/2025. It was reported that an alert/notification settings issue occurred. According to a maude submission, the unverified reporter stated, "one of my best friends fell and broke her hip because it didn¿t alert when she was low." This report documents the incident involving the reporter¿s ¿best friend.¿ on or around on (B)(6) 2025, the patient reportedly did not receive a hypoglycemia alert from the device. As a result, the patient experienced a fall, which possibly led to a broken hip. No information was provided regarding medical intervention or treatment following the incident. Due diligence was not attempted as the reporter's details were not able to be identified. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.